Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump also was received with minor scratched lcd window, cracked reservoir tube lip, missing end cap sticker and cracked battery tube threads. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to low blood glucose. The customer's daughter reported that they called the paramedics for the low blood glucose prior to hospitalization. The customer's blood glucose was 12 mg/dl at the time of incident. The customer's blood glucose was 444 mg/dl at the time of call. The customer's blood glucose was 235 mg/dl at the time of hospitalization. The customer's daughter stated that they were wearing the insulin pump during hospitalization. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the programming on the insulin pump was inaccurate. The customer's daughter stated that they could have over treated by bolus. The insulin pump will be returned for analysis.